Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon receipt the monitor would not power up. Upon evaluation, it was discovered that monitor had a defective component (c9). The c9 component is an equivalent series resistance capacitor located on the biphasic defibrillator pca board of the monitor. The defective c9 shorted the battery connector to ground, blowing the fuse of any battery pack inserted. The cause of the monitor not powering up was the batteries being discharged due to the defective capacitor. The root cause of the defective capacitor cannot be positively identified, but was most likely random component failure. No adverse event resulted from the defective capacitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that she heard a popping sound from her monitor and then her monitor would not power up. The patient was issued a replacement monitor.